Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the manual left ventricular (lv) threshold testing was performed during pre-discharge follow-up and this programmer froze, screen was completely locked, and no touch reaction was seen. The pacing amplitude was going down every three beats, but at a certain moment the screen totally frizzed without any possibility to interact with the screen. This patient was not dependent on this system. This programmer was forced power off with the power button and then the programmer was newly powered on, and the follow-up was correctly completed without any freezing. No adverse patient effects were reported. This programmer is expected to be returned for analysis.

Event description:
It was reported that a manual left ventricular (lv) threshold test was performed during pre-discharge follow-up and this programmer froze. The screen was reported to be completely locked, and no touch reaction was seen. The pacing amplitude was going down every three beats and suddenly the screen froze completely and did not respond to touch inputs. This patient was not pacemaker dependent. This programmer was powered off with the power button and when it was powered back on, the follow-up was successfully completed without the screen freezing. No adverse patient effects were reported. This programmer is expected to be returned for analysis. A supplemental report will be provided upon product return and completion of analysis. The programmer was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, including visual inspection, functional and baseline testing, and review of device memory. The programmer passed all testing, and analysis was unable to confirm the allegation of an unresponsive touchscreen. The touchscreen operated as intended and exhibited no unresponsive behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientifics investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.